Event description:
It was reported by the affiliate that the (1) er320 was used during a cholecystectomy procedure. It was reported that the clips were not well formed after being fired. The surgeon had to remove the clip applied on the cystic duct and use another clip applier that worked well. The case was completed with another device and with no pt consequence.